Event description:
On july 6, 2007, it was reported to boston scientific corporation that an ultratome sphincterotome was used in an endoscopic retrograde cholangiopancreatography procedure (female patient, age unknown). The complainant stated that, during the procedure, the "cutting wire broke and [got stuck] in the infundibulum of the papilla." It was further reported that the physician "managed to remove the calculus without consequences to the patient." The procedure was successfully completed with the same ultratome device. After the procedure, the patient's condition was reported as "ok".

Manufacturer narrative:
The suspect device has been received by bsc, but an evaluation has not been completed. The relationship between the device and the reported event has not yet been determined. In addition to the device evaluation, a review of the device history record and of the product family complaint trend are in progress; results of all these activities will be provided in a follow-up medwatch report.